Event description:
It was reported that the compressor alarmed for low air pressure during patient treatment. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor alarmed for low air pressure during patient treatment. There was no patient harm. It was found that the compressor did not provide enough air pressure. It was reported that the compressor pump should be repaired and the 10000 hour kit installed. The compressor has been in use for eight years and the user considered whether to repair it. The user has confirmed the cause of the failure why a re-inspection by our field service engineer was not needed. Device logs and a service report could therefore not be provided. According to a later received mail, the customer is still considering whether to repair the compressor.. If the compressor is unable to supply the ventilator with sufficient air pressure, alarms from both the connected ventilator and the compressor will be generated to alert the operator. The conclusion in this matter is that the compressor did not deliver enough air pressure. As no goods were replaced and returned the cause could not be established.

Event description:
Manufacturer ref.#: (B)(4).